Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25aug2019. The service engineer (se) inspected the device. The se was able to duplicate the reported issue and found error code for failing flow oxygen flow accuracy. The se replaced the exhalation flow sensor to address the issue and the ventilator passed all testing. The exhalation flow sensor was return for analysis. An investigation was performed and the exhalation flow sensor reading out of specification was duplicated due to the exhalation flow sensor heated film element was contaminated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was failing extended self-test (est) there was no patient harm reported.